Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the right ventricular lead. Lead replacement was attempted without success due to difficult patient anatomy. A second replacement attempt is anticipated. The patient was stable with no adverse consequences. Additional information was requested but has not been received.